Event description:
An eagle eye gold ivus catheter was introduced from the femoral artery over an asahi intec x-treme guide wire. The guide wire became stuck and unable to move in the guide wire lumen of the catheter at pre ivus. To correct for the issue, the guidewire and catheter were removed as a unit from the pt body. The catheter was not used for the rest of procedure. The replacement catheter functioned as intended and accomplished the ivus procedure. No pt injury was reported. This is being reported as a notification only. It is volcano's policy to report all cases where a potential volcano device issue causes removal or exchange of the guide wire.

Manufacturer narrative:
(B)(4). The complaint device was not returned to the manufacturer so a device evaluation could not be performed the manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest the device was not manufactured to specification. If additional information becomes available at a later date, an updated report will be submitted.